Event description:
The event is reported as: alleged issue: device stopped nebulizing after several hours of use. Air leak was confirmed coming from the yellow wing nut. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. No corrective action can be established since the defective sample was not received for eval. The customer complaint was not confirmed due to lack of product sample to perform a proper investigation and to determine a root cause.